Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any alleged deficiency relating to ethicon product? Was the ¿wound dehiscence¿ event related to user handling issue? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific product code and lot number used can specific patient demographics be provided for each of the subjects of this article? If yes, please include: initial procedure date , where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Product code and lot number of product used? Reference attached journal article: "title: a blinded, randomised, controlled trial of stapled versus tissue glue closure of neck surgery incisions citation: ann r coll surg engl 2007; 89: 242¿246. Doi 10.1308/003588407x179062.

Event description:
It was reported in a journal article that a patient underwent a primary cervicotomy for thyroid or parathyroid surgery on an unknown date and topical skin adhesive was used. Tissue forceps were placed at the lateral ends of the incision. Gentle lateral traction accurately apposed the skin edges allowing tissue glue application to the dried skin surface. It was reported that the topical skin adhesive became adherent to the dressing resulting in a wound dehiscence after a dressing change. This resolved uneventfully after primary closure using skin staples. Additional information has been requested.